Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel perforation occurred. The lesion being treated was located in the tibial-peroneal trunk (tpt). It was moderately calcified, 15mm in length, and 75% stenotic with a reference vessel diameter of 2.5mm. The physician used a 7fr introducer sheath from a contralateral approach to cross the target lesion. He performed one pass for 30sec at low speed (60rpm), then one pass for 30sec at medium speed (90rpm). Following his final pass for 30sec at high speed (120rpm), as he pulled the device back to the start position, the device shut off on its own due to the device becoming stuck in the vessel or vessel wall. The physician removed the device and the wire and performed an angiograph. A vessel perforation was noted with no distal runoff. The atherectomy was aborted and no further action was taken as the physician was unable to regain access to the vessel. The condition of the patient remained stable throughout and following the procedure. Three written requests for additional information have been made of the physician, but no response has been received.

Manufacturer narrative:
The oad was received with the original guide wire not engaged in the device. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage or abnormalities that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and crown. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The initial visual and tactile examination of the returned guide wire did not reveal any damage or abnormalities that would have contributed to the reported event. Further examination revealed that the spring tip remained intact and undamaged. Biological material was observed on the proximal solder bond of the spring tip. An attempt was made to load the returned guide wire through the driveshaft tip bushing, but could not be performed as there was a blockage within the tip bushing area. The driveshaft was destructively cut proximal to the crown. The guide wire was then loaded into the remaining driveshaft section of the oad and passed through the handle assembly without any resistance. Biological material accumulation within the inner diameter of the driveshaft filars contributed to the guide wire removal difficulties experienced during the procedure. The presence of biological material on the guide wire and the oad driveshaft eliminates the free space between the driveshaft and guide wire which is necessary for the oad to spin properly. This will cause the removal difficulty of the oad over the guide wire. The biological material on the returned items was not pathologically examined; therefore it remains unknown whether or not the biological material is comprised of subintimal tissue. There were no defects or abnormalities noted on the driveshaft or crown. At the conclusion of the failure analysis investigation, the root cause of the reported event is biological material accumulation; however, exact root cause of the biological material accumulation remains unknown. The device history record for lot number 64919 has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met its material, assembly, and quality control requirements. There are no similar complaints of this nature related to this device lot number. The material inspection record for the guide wire lot 55560 has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. This will be monitored for future trends. Csi ID# 00256